Event description:
According to the information provided to the covidien legal department by an attorney's letter: the patient was a minor who received care at (B)(6) hospital in (B)(6). The patient was having a tonsillectomy and received a severe burn.

Manufacturer narrative:
(B)(4). No further information is currently available about the incident or equipment. Whatever information may become available will be through the normal legal discovery part of the process.